Event description:
During stereotactic breast biopsy after sampling the breast tissue, upon opening the reservoir it was discovered that the tissue basket was missing and the tissue sample was pushed through the tubing to the waste collection cannister with solidifier. After discovery, the tissue basket was placed back into the reservoir and an additional sample was collected.